Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in (B)(6) of skin infection that start through the exit site and peritonitis in a patient coincident with dianeal pd4 ambuflex therapies for peritoneal dialysis (pd). Action taken with the dianeal therapies was not reported. During a call with baxter customer services, the following was reported. On an unknown date, the patient experienced peritonitis. The cause of peritonitis was a skin infection that started through the exit site (onset date not reported). On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Further information was received from a nurse. The nurse clarified that the patient did not experience a skin infection that started through the exit site. The cause of peritonitis was break in aseptic technique (onset date not reported). On (B)(6) 2012, the patient was hospitalized for peritonitis. On an unreported date, the patient was treated with vancomycin, fortaz, and zosyn. On (B)(6) 2012, the patient was discharged from the hospital. Dianeal therapies were ongoing. On an unreported date in (B)(6) 2012, the patient was re-educated on aseptic technique. On (B)(6) 2012, the patient recovered from the event of peritonitis. The devices involved in the incident were unknown. This event involved a use error and there was no allegation of a product malfunction; therfore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This report of a use error-breach in aseptic technique and peritonitis was confirmed because it was reported there was a break in aseptic technique by customer. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The assignable cause was undetermined.